Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the device had failed flange release switch test. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22, annex c: c20, annex d: d16. Additional information: annex b: b01, annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of physical defect of flange detect switch was confirmed. On 15-march-2024, device was received unboxed and with paperwork. Pca when attached to lab pcu passes asm functional testing. Internal inspection revealed spring flag leaf was bent. Device to be returned to san diego repair center for processing. Recommend replace of spring flag leaf (147848). Workmanship error was found to be the root cause. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed flange release switch test. There was no patient involvement.

Event description:
It was reported that the device had failed flange release switch test. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.